Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient experienced right-sided weakness and aphasia. The patient was administrated heparin drip and symptoms have not resolved yet. Additional information indicated that the patient experienced high blood pressure (200mm systolic) during the tcar procedure. As of (B)(6) 2024, the patient's symptoms have not resolved, and the test results were requested but have not been provided. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.